Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
The tip broke off inside patient during procedure, but it has been retrieved. No patient injury reported.

Manufacturer narrative:
Attempts were made to capture device to return for evaluation. On 07 feb 2017 additional information was received that unfortunately the affected device has been disposed of, so there is nothing to return.